Event description:
It was reported that the customer was hospitalized. It was stated that she had been in the hospital for 2 weeks. Customer was vomiting and was taken to the hospital on (B)(6) 2014 where she was given potassium and zofran and was sent home; then on (B)(6) 2014 she was vomiting again and was taken back to the hospital. Several tests were done; it was determined she has gastro trophy. It was stated that the customer is on a lot of medications and that is making her blood glucose to be over 600 mg/dl; treated with manual injections. The infusion set was removed and the cannula is not bent or occluded and the site is not sore or irritated. No further troubleshoot was performed as the insulin pump was not available. Customer's husband and doctor feel that the insulin pump should be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, a cracked reservoir tube window, a cracked case at a reservoir tube window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.